Event description:
This event was reported as aortic stenosis, "dysfunction of valve", thrombus and vegetations, left ventricular hypertrophy, insufficiency, leaflet rigidity and high gradient. No further info provided.